Event description:
The filter was deployed on (B)(6) 2012 via right fem. The filter had a slight tilt but it was a good deployment. The pt has been in the ICU since. The pt has experienced a drop in hemoglobin. A f/u cat scan on (B)(6) 2012 showed that 2 legs perforated and there is an active retroperitoneal bleed. The pt is currently on coumadin and being given blood transfusions. The doctor is unsure if the leg penetrated the lumbar artery.

Manufacturer narrative:
(B)(4)